Event description:
It was reported that the patient experienced hyperglycemia following a supply change, with glucose readings up to 386 mg/dl and a confirmatory fingerstick of 334 mg/dl; the family administered 7 units of subcutaneous insulin via pen, paused the pump, and set a two-hour timer before reconnection, and subsequent glucose was 211 mg/dl after lunch. Symptoms included no reported clinical manifestations of hyperglycemia. Outcomes included temporary interruption of pump therapy and caregiver-directed correction with subcutaneous insulin without medical intervention or hospitalization. Investigation included caregiver troubleshooting guidance and education, follow-up to assess glucose trends, and arrangement for replacement of the infusion set and tubing. Investigation of this case revealed an unclear cause of the hyperglycemia, with no confirmed device malfunction. It was concluded that the event was user-managed with correction insulin and temporary pump pause, and the cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.